Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle broken off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical lights: powerled 500. It was stated the handle broken off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Based on an information gathered, the device has been repaired by handle and cover replacement. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).